Event description:
The device was used during a gastric bypass procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the instrument and used another to complete the procedure. The hosp has reported no pt injury occurred.